Event description:
The right common femoral artery was accessed. Studies were done of splenic artery; left gastric artery and common hepatic artery. A selective catheterization of the right gastric artery was performed with a microcatheter. A tornado coil was placed and depllyed for embolization purposes. After removal of the microcatheter, a tail of the coil was left uncoiled and the tip was floating free in the proper hepatic artery. Multiple attempts were made to snare and push it back into the left hepatic artery; however, unsuccessfully. On a final catheter exchange, no blood return was noted. Sheath thrombus identified. Attempts made to macerate clot unsuccessful. Clot embolized to lower extremity and thrombectomy and urokinase resulted in partial dissolution of thrombus.